Event description:
It was reported that premature battery depletion was observed. The drop in voltage was rapid. No therapies were delivered. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Based on device settings the device was found to be below expected limits. No high current drain sources were found throughout testing. The original battery was sent to the manufacturer for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.